Manufacturer narrative:
1. DHR/bhr review lot 3332142. 1 this batch of products were assembled at intima ii auto line 4 in november 2023, and packaged at r240 package line in november 2023. Work order quantity was (B)(4) ea. 2 review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 review incoming inspection records of catheter, no abnormalities. (Material number b5171aaal, batch number 3158044, 3177665 . 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for penetration force test and catheter bending resistance test. The test results show that the needle tip force, catheter tip force and catheter drag force all meet the product specifications, and the catheter bending resistance is good. 4. According to the experience of previous market visits, it is recommended that insert the needle at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle. Do not withdraw the needle core prematurely, ensure that the catheter does not touch the vein wall, and avoid multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received, relevant detection and analysis cannot be carried out, the root cause of the catheter folding cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter kink / bent during infusion patient (B)(6) 2024 due to chest tightness, chest pain to our hospital emergency room, improve the electrocardiogram suggests acute myocardial infarction, to open the venous channel, when the venous puncture is successful, see the needle sleeve back to the blood, pull out the indwelling needle part of the needle core, the use of no needle core part of the soft syringe to continue to feed the needle, pull out all the needle core, turn on the infusion switch, the liquid is not infused, the venous puncture place did not see the swelling, pulled out the needle to find that the hose no swelling was seen at the venous puncture site, and when the needle was removed, the flexible tube was found to have traces of folding, so the needle was replaced with a new one to continue the venous puncture operation slowly, and the infusion set was seen to be infusing the medication without any problem.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.